Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was in stable condition. No additional information was reported.